Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator. It was reported that the patient was not receiving a greater than 50% reduction of symptoms. It was also stated that the implantable neurostimulator (ins) was replaced on (B)(6) 2018 due to battery depletion. The cause and what troubleshooting that was performed related to the issue were stated to be unknown. It was confirmed that there was no effect on the patient's normal treatment, at present. No further complications were reported/anticipated. Additional information indicated that it was unknown if the depletion was normal or abnormal. No further complications were reported /anticipated. Additional information was received. It was noted the effect was not as good as before the battery replacement. The patient was currently inconvenient to move, easy to wrestle, had to fall a few times every day and has returned to the hospital to adjust parameters many times, but the effect was still not obvious. They were unable to answer if there was more than 50% reduction in symptoms. It was unknown what troubleshooting was done. The patient was currently being observed at a hospital. No further complications were reported as a result of this event.

Manufacturer narrative:
Information in previous report #(B)(4) was filed under the wrong device serial number. The previous report (#(B)(4) with that serial number was deemed not a reportable malfunction. The codes with the correct serial number will be filed under regulatory report #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.